Event description:
It was reported via a hotline call from the rn in the cardiac care unit they had initially inserted a 40cc iab, but were getting "high pressure" alarms (pump s/n (B)(4)). The iab was exchanged for a 30cc iab. There was no reported pt injury, complications or death. Additional info received on (B)(4) 2015 the catheter was placed about 3 hours prior. The fiberoptic was zeroed in the cath lab. She noted that the screen and the blue connector are 40 cc, but on the catheter it reads 30 cc. The rn also noted that the plateau pressure on the bpw was 80 mmhg over the augmentation. The rn decreased the balloon volume to 34 cc and the plateau pressure is within normal range of augmentation now. The pt is stable, in a paced rhythm. The clinical support specialist explained that it would appear that they had changed the balloon in the cath lab to a 30 cc iab from a 40 cc iab, but had not changed the gas drive tubing. The css had the rn check the cath lab report. The rn did find that they had initially inserted a 40 cc iab, but were getting "high pressure" alarms. The balloon was then exchanged for a 30 cc balloon. The css explained that they should have discarded the 40 cc tubing when they exchanged the balloon, but they had not. The css recommended that she decrease the balloon volume to 30 cc and then mark the blue connector with tape for 30 cc. The rn understood and thanked the css for the assistance.

Manufacturer narrative:
(B)(4).